Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged. During the revision procedure, the physician was unable to retract the helix in order to reposition the lead. The lead was explanted and the helix was visibly retracted upon explant. The physician concluded torque must have been stored in the lead body and released upon explant. A replacement lead was implanted. No patient complications have been reported as a result of this event.